Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the 25520 error. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon functional test platform (sftp) where sine cycle test was found to be failing on the mtm. Once testing was completed, the golden gimbal was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the embedded serializer master yaw (esmy) pca, mjb pca, embedded serializer master handle (esmh) pca were found to be the root cause of the reported event.

Event description:
It was reported during training using a dual surgeon console (ssc) setup, that the system displayed persistent error fault 25520. Intuitive surgical inc technical support engineer (tse) was contacted and review of system logs confirmed the issue on one of the ssc left master tool manipulator (mtm) arm. User disabled the suspect ssc and continued the training activity with a single ssc setup. No patient involvement.